Event description:
Customer called because her blood glucose reading on the contour next link was higher than the hospital meter. During the conversation, it was discovered she had been admitted to the hospital with a blood glucose reading of 800mg/dl. While checking the meter electronics, the memory showed an e21 error, which indicated there was a blood glucose reading over 600mg/dl. The date of the error was (B)(6) 2014, which was around the time the customer was taken to the hospital. Further information regarding the incident was not provided. She was admitted for 2.5 to 3 days and was released the day she called. The customer was asked to return the test strips for evaluation. New strips and meter were sent to her.